Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') and appendicitis ('appendicitis') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal infection ("chronic vaginitis"), bacterial vaginosis ("bacterial vaginosis") and vaginal discharge ("vaginal discharge: leukorrhea"). In (B)(6) 2017, the patient experienced appendicitis (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("bloating"), allergy to metals ("nickel allergy"), pelvic pain ("pain: pelvic pain"), vulvovaginal pain ("pain: vaginal"), burning sensation ("burning") and pruritus ("itching"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, female sexual dysfunction, vaginal infection, bacterial vaginosis, migraine, headache, dysmenorrhoea, dyspareunia, abdominal distension, allergy to metals, pelvic pain, vulvovaginal pain, vaginal discharge, appendicitis, burning sensation and pruritus outcome was unknown. The reporter considered abdominal distension, allergy to metals, appendicitis, bacterial vaginosis, burning sensation, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, migraine, pelvic inflammatory disease, pelvic pain, pruritus, vaginal discharge, vaginal infection and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device was in place. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2019: plaintiff fact sheet received- previously reported event ¿injury¿ was updated with event¿ pelvic inflammatory disease¿, events- ¿ apareunia (inability to have sexual intercourse), chronic vaginitis, bacterial vaginosis, migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), bloating, nickel allergy, pain: pelvic pain, pain: vaginal, vaginal discharge: leukorrhea, appendicitis, burning and itching¿. Reporter, demographics, lab data added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.